Event description:
High jacket retraction forces were encountered. Guidewire access was lost on the contraside. This ipsi limb was pushed into the aneurysm sac. Pt rec'd surgical intervention to revise the distal graft. The ipsi limb also had a type I endoleak. The pt was converted to open repair.